Event description:
The customer's daughter reported via phone call that an emergency medical service was dispatched to the customer due to hypoglycemia on (B)(6) 2022. Customer's blood glucose reading at the time of incident was 25 mg/dl. Customer's current blood glucose reading was 308 mg/dl. The customer did not experience any symptoms related to low blood glucose. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.